Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Family member reported patient's symptoms were almost as bad as prior to getting ins and is having a great deal of difficulty controlling their bladder. Caller wanted to change the patient's setting. It was mentioned that the patient met with the manufacture representative (rep) in (B)(6) 2016 because the patient had increased to 0.9v on their prior program until stim was uncomfortable maybe even painful. Caller said after the patient met with the rep, she felt stim but then stopped feeling it even though therapy is on. Patient is currently on program 2 at 1.5v and the family member was able to increase to 1.9v on program 2. Caller said the patient could feel stimulation in the correct area and was comfortable on that setting. Caller also mentioned the patient had a gastrointestinal (gi) bleed and had been in the hospital and nursing home. During the call, the patient had a second gi bleed. Patient said they had cautery for the gi bleeds and did not have their controller with them while the patient was in the hospital. Patient didn't think stimulation was turned off for the procedures. Patient will follow up with their hcp and has an appointment on (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that patient bleeding was caused by arterial and venal malformation no apparent relation to device. The steps taken to resolve that lack of stimulation was to move program from program 2 to program 3 in effort to better control bladder.